Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lots provided and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for label lift with the incident lot was observed. Further investigation has been initiated through CAPA #1064141. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: CAPA #1064141 has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that labeling error occurred before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "this issue was brought to me by one of my employees. As you will see, the labels are not completely affixed to the tube. If the psr does not realize and affix the label to the tube themselves, there is a chance that the label on the tube can get ¿stuck¿ to their glove, which could end up being a safety issue." 1 of 3 complaints.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9081740, medical device expiration date: 2020-03-31, device manufacture date: 2019-03-22. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 9042893, medical device expiration date: 2020-01-31, device manufacture date: 2019-02-11. Medical device lot #: 9095580, medical device expiration date: 2020-03-31, device manufacture date: 2019-04-05. Medical device lot #: 8312640, medical device expiration date: 2019-10-31, device manufacture date: 2018-11-08. Medical device lot #: 9046991, medical device expiration date: 2020-02-29, device manufacture date: 2019-02-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that labeling error occurred before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "this issue was brought to me by one of my employees. As you will see, the labels are not completely affixed to the tube. If the psr does not realize and affix the label to the tube themselves, there is a chance that the label on the tube can get ¿stuck¿ to their glove, which could end up being a safety issue." 1 of 3 complaints.